Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, the balloon of the melker emergency cuffed cricothyrotomy catheter set was found to be ruptured longitudinally. This caused a delay in the procedure, but there were no injuries. The procedure was completed with another device.